Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested, and the following was obtained: the clip did not fire out of the jaws of the device? Clips would fire but would not close adequately. Once the clip was placed on the tissue did the clip fall off the tissue? Yes. Was there any patient consequence? No. How was the patient consequence resolved? New device.

Event description:
It was reported that the clips would not deploy all the way. Would ligate vessel but clip off closed.

Manufacturer narrative:
(B)(4). Batch # r93t7p. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and 7 clips were found inside clip track. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device r93t7p batch number, and no non-conformances were identified.